Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting procedure in a vein graft, a filter was torn. The physician was treating a vein graft in an unknown location, using a filterwire. The physician implanted three stents over the filterwire. The device was removed and upon inspection after removal, the distal tip was missing or ripped. The procedure was completed with no patient complications being reported. Upon inspection of the basket, it was observed that the filter was torn. It was reported that the 'bottom quarter of it was missing, no bottom to it.' 'Went back in to post dilate the stents to make sure he was comfortable'. Additional information was requested but has not been provided.